Event description:
I am a patient with an implanted deep brain stimulation (dbs) system manufactured by medtronic for treatment of ocd. I underwent implantation at (B)(6) medical center and was among the first psychiatric dbs patients treated at that center. Since implantation, I have not had consistent access to a qualified dbs programming physician. I have attempted to obtain an appointment with a dbs programmer with experience with my indication and/or lead location for over a year. Beginning in (B)(6) 2026, I contacted medtronic for assistance. I conveyed to medtronic staff my inability to find a programmer, as well as new and worsening issues that raise concern for possible device malfunction or instability. These include: abnormal charging behavior unusual device responses on the patient controller not previously observed increasing physical discomfort associated with the device or stimulation progressive decline in functional/cognitive efficiency concern about potential abrupt loss or inconsistency of stimulation. I have contacted the manufacturer multiple times via phone and email to request assistance, including concerns about possible hardware malfunction and lack of access to a managing physician. I was repeatedly told a representative would follow up (often told within a day or two), but no contact occurred. I also requested escalation to a supervisor and did not receive meaningful follow-up or resolution. At present, I do not have a managing dbs provider, and I have been unable to obtain timely evaluation of the device. The earliest appointment I have been able to secure with a dbs-capable physician is several months away ((B)(6) 2026), which is not appropriate given the above concerns. Also, the appointment is with an out-of-network provider and in a city ~250 miles each way. I am submitting this report due to concern that: the device may not be functioning correctly (battery, stimulation delivery, or hardware issue), and there is no accessible clinical or manufacturer support pathway to evaluate or address potential malfunction. This situation presents ongoing risk due to reliance on an implanted neuromodulation device without confirmed functionality or medical oversight.